Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: changed alert date from (B)(6) 2010 to (B)(6) 2010. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: power on reset parameters were noted. On (B)(6) 2010 at 15:32:09, the device recorded a critical ram parity error power on reset.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: changed alert date from (B)(6) 2010 to (B)(6) 2010. Device conclusion changed. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: power on reset parameters were noted. On (B)(6) 2010 at 15:32:09, the device recorded a critical ram parity error power on reset.

Event description:
It was reported that the device had an electrical reset due to a "critical ram parity" error. The diagnostic data was cleared but new data is currently being collected. The device is still in use. No patient complications have been reported as a result of this event.